Event description:
Physician was attempting to treat a lesion in the left anterior descending artery (lad) using endeavor resolute drug eluting stent. The device was removed from packaging as per IFU, inspected and prepped with no issues noted. It was reported that the lesion had 90% stenosis in the mid and distal lad and lesion was calcified. The lesion was pre dilated with balloon, but when device was advanced to the target lesion it failed to cross the lesion. Physician then removed the device and noted that the stent was deformed. There was no resistance between the device and other devices used during the procedure. Physician gave up the procedure. No patient injury reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. Numerous stent segments were slightly raised and misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusions: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (lesion morphology/anatomy). Deformation problem. (B)(4).